Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to preparing a 2.75 x 12 mm nc trek balloon dilatation catheter (bdc), the protective sheath could not be removed from the bdc at all. The bdc was not used in the patient, and the procedure was successfully completed with an unspecified balloon catheter. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.